Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of a 22gx1.16in insyte autoguard blood control unit from lot number 2025646 for investigation. Inspection of the customer photo showed a used device with damaged catheter tip. The observed damage is identical to that created when the needle pierces the catheter wall near the tip. It could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The defect could originate as a part of the manufacturing process due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. As the device has been removed from the package and handled it is possible that the defect originated due to improper use either during tip adhesion break or during the venipuncture attempt. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle was not flush with the catheter on the bd insyte¿ autoguard¿ bc shielded IV catheter the following information was provided by the initial reporter: " opened the catheter to insert it into someone's vein and saw that the catheter was not flush to needle."